Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the battery inoperable alarm was due to a defective internal battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.